Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: a visual inspection confirmed that the keypad cover was returned with no visible damage. During testing, all the keypad buttons were unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Additionally, evidence of moisture corrosion was found on the keypad flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ok button on their device had become unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.